Event description:
Boston scientific received information that during a normal device replacement of a non-boston scientific device. The insulation on this right atrial (ra) lead separated from the terminal pin when removed from the device. The lead was therefore surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.